Manufacturer narrative:
One device was received for evaluation. The reported problem, key stuck error, was duplicate by functional testing. The cause is the keypad. The keypad was replaced to correct the issue. Device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a key stuck error. The issue was found during testing. There was no patient involvement.